Event description:
On (B)(6) 2012, we received a complaint that an lvis stent (2) did not appear to expand during deployment. It was reported that after the stents were removed and it was decided to terminate the procedure, it was noticed that there was a carotid dissection in the ica at the location of the guide catheter tip. The patient was put on aspirin for 3 months. Following the procedure, the patient was in stable condition. Since the stents were removed and were not in the patient at the time the dissection occurred, it was determined that the incident was not MDR/vigilance reportable for the two microvention devices. Our microvention representative, chief technical officer went to visit the physician on (B)(6) 2012, to discuss the incident. The physician indicated the incident would be reported to (B)(6) because of the dissection. We are reporting this incident as the user center is reporting. However, the microvention devices used during the case were not in the patient at the time of the dissection. On (B)(6) 2012, the patient was reported to be in stable condition.

Manufacturer narrative:
Sample analysis: a visual examination was performed on both devices. Device #1 ((B)(4)) revealed 1/2 of the stent returned protruding from the microcatheter hub. The stent was removed without difficulty. The device was normal in appearance and met specification. The stent was reloaded and deployed on the bench in a normal fashion. No abnormalities were identified. Device #2 ((B)(4)) revealed the stent returned outside of the device introducer. The device was normal in appearance and met specification. The stent was reloaded and deployed on the bench in a normal fashion. No abnormalities were identified. Additional testing was performed on the devices. The devices passed all criteria. After examining the returned devices, they were found to open and function normally. Review of the films from the case demonstrates that the vessel where the stent deployment was attempted was tortuous and calcified, creating a narrowing which was anatomically too small for the stent to open properly. After the stent was removed, the carotid artery was dissected by a guide catheter (not manufactured by microvention), causing patient injury. This injury was therefore unrelated to the lvis stents. The device history record for these lots was reviewed. No abnormal discrepancies or non-conformances were observed.